Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The initial reporter complained of questionable inr results from a coaguchek xs pro meter compared to both "(B)(6)" and "stago." The meter serial number was not provided. What the specific reagent and or laboratory method is meant by "(B)(6)" or "stago" was not provided. The customer did not provide the specific strip lot or the date of the event. From the 412 comparisons to "(B)(6)," 14 had discrepant results. From the 60 comparisons to "stago," 8 had discrepant results. The discrepant results were reported outside of the laboratory. There was no allegation of an adverse event. The investigation is currently ongoing.